Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via mail that the three devices does not work correctly. The tornado shaver handpiece stopped intermittently and there is no protector cap. The fms duo + pump does not work in general. The fms foot pedal board 4-way has broken screws and the foot pedal cannot connect with the device. An user was involved. The issue was found intra-operatively. The surgery was ended with another device with out any delay. Additional information from the affiliate reported the rollers of the pump stopped functioning and the pump doesn¿t achieve the adequate pressure. The affiliate also stated there was patient harm or impact.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The complaint reported by the customer could only be verified partially upon evaluation. The reported complaint that the fms foot pedal board 4-way has broken screws was not confirmed however that the foot pedal cannot connect with the device was confirmed. It was found that the connector was defective and corroded. The footswitch connector was exchanged to correct the same. A mechanical upgrade was performed on the device and the device was cleaned, repaired and tested for functionality. Fluid ingress into the system and contact with the footswitch would have caused the corrosion of the fms foot pedal board 4-way. The resultant damage would have resulted in the issue reported by the customer. This serialized device (serial : 08245637) was manufactured prior to the current manufacturer, therefore a DHR review cannot be performed since the original manufacturer no longer exists and therefore the manufacturer can no longer make any process correction or corrective actions if needed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).